Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3537, serial# unknown, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient using a test neurostimulator for unknown indication for use. It was reported the pills the patient was on made her dizzy and she had to hold on to her walker. The patient had a history of constipation. The patient tried to void once but was unable to. The next day it was reported the patient had trouble voiding and felt like she was retaining. Since the patient had been home she hadn't been able to feel stimulation and when trying to turn stimulation up the controller shut off. Troubleshooting was tried but was unsuccessful. It was unknown if the issue was resolved at the time of the report. The patient status at the time of the report was ¿alive- no injury.¿ no further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3537, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient was sick and was unable to track. The next day, patient said they had a difficult night. On (B)(6) 2017, patient was under the impression that they should feel stimulation at all times. Four days later, patient fell, hurt themselves, and hasn't been doing well. They have been unable to track as much as they'd like because they have been hurting; patient said it hurts to sit sometimes. They also said they have been trying to void, but is also retaining; it has been affecting their bowels. The patient is currently uneasy and doesn't know what they are doing sometimes. No further patient complications have been reported as a result of this event.